Manufacturer narrative:
Evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube and sample leakage. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "once the sample was opened to run in the analyzers and we tried to close the tubes with caps, the caps popped off automatically."

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples from the customer in support of this complaint. The 5 samples were inspected and the issue of loose cap was not observed. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode no samples were returned, and the failure mode could not be seen in the photo or duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube and sample leakage. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "once the sample was opened to run in the analyzers and we tried to close the tubes with caps, the caps popped off automatically."